Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The gender of the baseline characteristics is male and the baseline age is 57 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:towards eradication of inappropriate therapies for ICD lead failure by combining comprehensive remote monitoring and lead noise alerts. Journal of cardiovascular electrophysiology. 2018; 29(8):1125-1134.10.1111/jce.13653. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. The study evaluated the effectiveness of remote monitoring associated with algorithms for lead integrity and lead noise for early detection of defibrillation lead failure. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that patients experienced inappropriate therapy. The leads exhibited oversensing with noise, increased non-physiological short intervals, and changes in relative impedance. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.